Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality controls (qc) were within the acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and replaced the sample probe 1 (s1) mixer due to performance at the low end of acceptability on s1 mix service method. During the follow-up visit, the cse replaced the reagent 1 (r1) mixer board as it was failing. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that there were no process or sample errors at the time when low result was obtained. The hsc specialist concluded that the issues with sample addition and mix could lead to low results. The issue was resolved by correcting the s1 and r1 mixing issues. The cause of the discordant, falsely low bhcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the same dimension vista instrument and on an alternate dimension vista instrument, resulting higher. The corrected result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low bhcg result.